Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment and confirmed the reported complaint. The hospital did not accept the repair quote, so no repairs were made to unit.

Event description:
The hospital reported the unit stopped mechanical ventilation during a case. The patient was switched to manual ventilation to complete the case. No report of patient injury.